Event description:
According to the information received, a 24mm and 18mm amplatzer septal occluder (aso) were placed to cover two defects. The native defect measured 18mm, using a sizing balloon and the stop flow technique. Two hours after the procedure, the patient was brought back to the cath lab, as the 18mm aso had embolized into the left ventricle (lv). The aso was retrieved percutaneously and removed using a snare. A 22mm aso was then successfully implanted. The patient remained stable and is doing well.

Manufacturer narrative:
The transesophageal echo (tee) images of the initial procedure showed a very complicated atrial septum. It was thin in consistency, redundant and significantly aneurysmal. There were multiple defects seen in different angles. The most likely cause of the device embolization did not appear to be device related but rather related to patient anatomy. The amplatzer septal occluder IFU informs that embolization is a potential adverse event that may occur during or after a procedure placing this device. The amplatzer septal occluder IFU provides the following information for patients with multiple asds; closure of multiple asds should only be attempted by physicians who have gained sufficient experience (more than 10-15) cases to undertake more technically challenging procedures. If 2 large asds are separated by more than a 7mm rim of tissue implantation of two devices may be justified. If multiple fenestrations are close to each other, one device may be used to cover all defects when placed in the larger defect. The amplatzer septal occluder IFU warns the user to not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder (aso) was returned to sjm in its original configuration and appeared to have been used. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. A follow-up report will be submitted upon completion of our investigation.